Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Requested the facility to check the position of the circuit breaker under the c-arm. Facility confirmed that it was turned off. Advised the facility to turn to on position. This was completed and the facility said the system boot up error free. Advised by the facility that the system was working as intended. Unk as to how this breaker was switched to the off position.

Event description:
It was reported that the 9900 system displayed a precharge error. There was no report of pt injury.